Event description:
Revision surgery planned for (B)(6), 2015 due to suspicion of tibial bone fracture. Sales agent reported that the surgeon reported a complete rupture of the lateral collateral ligament, with suspected stress fracture of the tibial bone not identified by x-rays but with scan. MFR # 3005180920-2015-00167.